Event description:
It was repoted that the customer's insulin pump was prompting threshold suspend, based upon erroneous low sensor readings. On (B)(6), 2015, customer's blood glucose was 400 mg/dl while the sensor gave a reading of 80 mg/dl. At time of reporting, sensor read 393 mg/dl and customer's blood glucose as 204 mg/dl. Insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.